Manufacturer narrative:
G4: 24feb2020. B4: 02mar2020. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The fse replaced the oxygen fitting and hose and the issue was resolved. The device was returned to service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 25feb2020.

Event description:
It was reported that the unit had an oxygen leak. The device was in use at the time of the event; however, there was no patient harm.